Event description:
Surgeon fixing a fracture in the mandible. The teeth of the clamp broke off the clamp. The procedure was completed with another instrument.

Manufacturer narrative:
The bent forceps are an indication of impact with a hard material (maybe the instrument was fallen on the floor). The impact caused the first breakage. The second breakage looks to be caused during use. The material was already debilitated caused by the first breakage.